Event description:
The customer called in stating that his meter would give an error code after counting down. An error code stored in the memory was explained to the customer. While troubleshooting the meter, it was discovered that segments were missing in the units position. A replacement breeze meter was to be sent. The dex meter was to be evaluated due to missing segments.